Manufacturer narrative:
Retainer ring= black. Customer complained on (B)(6) 2021 insulin pump alarmed stuck button. Device passed self test and displacement test. All buttons function properly, however traces of corrosion was noted on keypad traces. Device successfully downloaded to thus. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2021 00:15:00.000 in pump downloaded history. Unit passed the keypad voltage test. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case (battery tube). P-cap/reservoir locks properly. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2021 00:15:00.000 in insulin pump downloaded history. All buttons function properly, however traces of corrosion was noted on keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer reported that they received stuck button alarm. Customer stated that they were unable to clear the alarm. Customer stated stuck button alarm happened when a button was continually pressed for more than 3 minutes. Customer stated that button was pressed for more than 3 minutes. No harm requiring medical intervention was reported. The device will be returned for analysis.